Event description:
Device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp customer returned device for failed battery test, cosmetic damage at the top of the battery compartment, and battery cap contact damage found on october 11, 2022 device was not received with original battery cap. The device passed the displacement test, active current test, sleep current test and self test. No failed battery test alarms noted during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device alarmed a failed battery test on october 11, 2022 at 15:34:28.000 or 3:34:28 pm. Device alarmed a low battery alert on october 09, 2022 at 12:31:00.000 or 12:31:00 pm and was expected. Device was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, and corroded battery tube. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the top of the battery compartment. Unable to verify customer's complaint for battery cap contact damage. Moisture damage was confirmed found in the battery tube and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump does not turn on after receiving battery failed alarm. Customer stated that they used multiple batteries but it did not work. Customer also reported a crack on the battery compartment and loose battery cap. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.